Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and reported that they obtained signal errors on different assays and quality controls were out of range. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse determined that a straw at the base reservoir connector was broken. The cse replaced the reservoir connector and primed the lines after which quality controls were back in range. The cause of the discordant ft3, ft4, ferr and vb12 results on patient samples was due to a broken straw at the base reservoir connector. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated free thyroxine (ft4) and free triiodothyronine (ft3) results were obtained on two patient samples on an advia centaur xpt instrument. Additionally, a discordant falsely low ferritin (ferr) result was obtained on one of the two patient samples upon repeat testing and a discordant vitamin b12 (vb12) result was obtained on one of the two patient samples. The initial ferritin run on patient 1 sample, resulted higher than the repeat. Both samples were repeated on the same instrument resulting different from the initial results. The customer reported the results to the physicians as per section b6. It is unknown if the initial or repeat result for vb12 was reported to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant ft3, ft4, ferr and vb12 results.